Event description:
It was reported that pump experienced malfunction with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.